Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), device dislocation ("migration of essure device location of device: posterior culdesac"), device breakage ("device breakage"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included recurrent abortion, unspecified hypothyroidism and pain menstrual. Previously administered products included for prevent pregnancy: pills from 2004 to on (B)(6) 2011; for an unreported indication: metoprolol. Concurrent conditions included blood pressure abnormal, dysfunctional uterine bleeding, dyspareunia, uterine fibroid, premenstrual syndrome, hypertension, allergic reaction to antibiotics ([cephalexin] swelling), sulfonamide allergy and menometrorrhagia. Concomitant products included metoprolol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual issues") and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (davinci hysterectomy, bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the device dislocation, device breakage, menstrual disorder, headache, depression and anxiety outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. She taken preservation pill as birth control. Tolerated procedure well. Concerning the injuries reported in this case, the following one were reported via social media dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: plaintiff fact sheet- patient was recovered from the event abnormal bleeding. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), device dislocation ("migration of essure device location of device: posterior culdesac"), device breakage ("device breakage"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included recurrent abortion, unspecified hypothyroidism and pain menstrual. Previously administered products included for prevent pregnancy: pills from 2004 to (B)(6) 2011; for an unreported indication: metoprolol. Concurrent conditions included blood pressure abnormal, dysfunctional uterine bleeding, dyspareunia, uterine fibroid, premenstrual syndrome, hypertension, allergic reaction to antibiotics ([cephalexin] sewelling), sulfonamide allergy and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual issues") and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (davinci hysterectomy, bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the device dislocation, device breakage, menstrual disorder, dysmenorrhoea, headache, depression and anxiety outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. She taken preservation pill as birth control. Tolerated procedure well. Concerning the injuries reported in this case, the following one were reported via social media dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, unspecified hypothyroidism and pain menstrual. Previously administered products included for prevent pregnancy: pills from 2004 to 2011; for an unreported indication: metoprolol. Concurrent conditions included blood pressure abnormal, dysfunctional uterine bleeding, dyspareunia, uterine fibroid, premenstrual syndrome, hypertension, allergic reaction to antibiotics ([cephalexin] swelling), sulfonamide allergy and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual issues"), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (davinci hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the menstrual disorder, dysmenorrhoea and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. She taken preservation pill as birth control. Tolerated procedure well. Concerning the injuries reported in this case, the following one were reported via social media dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and lower abdominal pain were added as event; davinci hysterectomy with bilateral salpingectomy added as treatment; treatment drug added; pain, abdominal bleeding and cramping outcome updated to resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, unspecified hypothyroidism and pain menstrual. Previously administered products included for prevent pregnancy: pills from 2004 to (B)(6) 2011; for an unreported indication: metoprolol. Concurrent conditions included blood pressure abnormal, dysfunctional uterine bleeding, dyspareunia, uterine fibroid, premenstrual syndrome, hypertension, allergic reaction to antibiotics ([cephalexin] swelling), sulfonamide allergy and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual issues") and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (davinci hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the menstrual disorder, dysmenorrhoea, headache, depression and anxiety outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. She taken preservation pill as birth control. Tolerated procedure well. Concerning the injuries reported in this case, the following one were reported via social media dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received. Patient¿s demographic information updated. Events: depression and anxiety were newly added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: metoprolol. Concurrent conditions included blood pressure. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (davinci hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. She taken preservation pill as birth control. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical drug, concomitant disease were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), migraines /headaches, dysmenorrhea (cramping). Updated event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual issues"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 years and 4 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstrual issues"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. The reporter commented: plaintiff had hysterectomy due to complications from the essure device. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 years and 4 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.